Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal cx with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the distal cx with a 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 was identified in the svg to lcx with 90% stenosis and a 4.5 mm reference vessel diameter. Target lesion 3 was treated with placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 10% following post-dilatation. There were no reported complications and the pt was discharged the next day. The pt continued to complain of chest burning with exertion following discharge. Per "investigative summary" note, "the pt had had no acute symptomatic event..." The pt had a follow up nuclear stress test in may 2004 which revealed anterior and lateral reversible defects. Cardiac catheterization in may 2004 revealed: lvef 35-40% with diffuse wall motion abnormalities, lxc-taxus stents patent, svg to lcx - now 100% occluded. No reintervention was undertaken. Relationship to taxus stent: probable.

Event description:
Clinical study. Same case as MFR #6000089-2004-00793, 00794. It was reported that after a coronary drug eluting stenting treatment procedure a subacute thrombosis occurred. The lesions being treated were in the left circumflex and the svg to the left circumflex. Additional info has been requested.